Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
The patient was revised to address significant osteolysis around the stem of the tibia and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. It was also indicated that the patient had a sudden onset of pain. The affected side is right knee.